Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. The base x-stage cover was returned to the manufacturer for analysis. The on-site analysis showed that the gantry would not fully extend in the x direction due to the cover being dented. After replacing the x-stage cover, the system passed all testing. The x-stage cover was analyzed by the manufacturer and it was found that it failed visual inspection. Dents and chipping paint could be found around the docking pin holes.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the new image acquisition system (ias) the site ordered was received with a damaged base (in particular, where the docking pins mount). A manufacturer representative confirmed that there are noticeable dents as well as there being an issue where the ias can not dock or fully extend.